Manufacturer narrative:
H6 additional codes provided based on return of device. Update: received one 60-5274-132 in unoriginal packaging. Lot number still not verified. Performed a visual inspection of returned device, the l-hook is disassembled from the device. Soldering is present on the l- hook. These findings do not change investigation outcome; still confirmed. Manufacturer report: remainder of manufacturer report stands correct as previously submitted and as listed below. A two-year lot history review could not be completed as a lot number wasn¿t provided. A device history review could not be completed as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: examine the device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during a laparoscopic cholecystectomy procedure when it was reported ¿that the hook type-electrode dropped.¿ the procedure was completed. After further assessment it was found, when the 60-5274-132 was being cleaned that the hook type-electrode was not attached. The patient was anesthetiized one more time to retrieve the fragment. The covidien force triad was used and will be listed as a concomitant device. The settings for the triad were cut (pure) 30 w, coagulation-fulguration 30 w. It was judged that no other broken part was remaining in the patient body. The patient had to stay at the hospital two days longer than the initial plan. This report is being raised on the basis of injury due to prolonged hospitalization and a 2nd surgery to retrieve fragments.

Manufacturer narrative:
Correction: b7 was corrected from renal cyst to liver cyst. Manufacturer report: reported event of ¿hook type-electrode dropped.¿ is confirmed. The device will not be returned, but photographic evidence has been provided that appears to confirm the issue. A two-year lot history review could not be completed as a lot number wasn¿t provided. A device history review could not be completed as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 26 devices, for this device family and failure mode.during this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: examine the device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during a laparoscopic cholecystectomy procedure when it was reported ¿that the hook type-electrode dropped.¿ the procedure was completed. After further assessment it was found, when the 60-5274-132 was being cleaned that the hook type-electrode was not attached. The patient was anesthetiized one more time to retrieve the fragment. The covidien force triad was used and will be listed as a concomitant device. The settings for the triad were cut (pure) 30 w, coagulation-fulguration 30 w. It was judged that no other broken part was remaining in the patient body. The patient had to stay at the hospital two days longer than the initial plan. This report is being raised on the basis of injury due to prolonged hospitalization and a 2nd surgery to retrieve fragments.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(6) reported on behalf of their customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during a laparoscopic cholecystectomy procedure when it was reported ¿that the hook type-electrode dropped.¿ the procedure was completed. After further assessment it was found, when the 60-5274-132 was being cleaned that the hook type-electrode was not attached. The patient was anesthetized one more time to retrieve the fragment. The covidien force triad was used and will be listed as a concomitant device. The settings for the triad were cut (pure) 30 w, coagulation-fulguration 30 w. It was judged that no other broken part was remaining in the patient body. The patient had to stay at the hospital two days longer than the initial plan. This report is being raised on the basis of injury due to prolonged hospitalization and a 2nd surgery to retrieve fragments.